Manufacturer narrative:
Product analysis : visual and optical examination of the mas head retaining ring identified significant material deformation on the bone screw head. The geometry of the deformation is consistent with ¿ears¿ of the retaining ring. Additionally, deformation was noted around both sides of the ¿ears¿ of the ring ID. This deformation could reduce the mechanical strength of the assembly sufficient to allow disassembly. Ring and bone screw head material deformation is consistent with overload of the implant assembly.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on an unknown date, intra-op, the head of the multi-axial screw disengaged from the screw shaft as the surgeon was positioning the screw head. Product was implanted previously. Revision surgery due to rod fracture and pseudoarthrosis. Head of screw was manipulated prior to rod placement to align heads. Head of screw simply popped off. No patient complications were reported and no fragments remained in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.